Manufacturer narrative:
H6: added code.

Event description:
On (B)(6) 2025, during an endovascular procedure for treatment of a ruptured aneurysm, a gore® excluder® conformable aaa endoprostheses was implanted. The device was constrained and released two times during deployment. After the second constrainment and release, it was noted that the top of the device seemed to have drop/pull down on the right side and did not sit uniformly and looked unorthodox. During removal of the constraining mechanism and deployment of secondary sleeve we attempted to resolve with angioplasty. This helped somewhat, but still it did not look ideal. There were no anatomical factors that were of issue. It was discussed whether or not to implant an aortic extender component, however as the proximal end appeared to have good seal, with no endoleak present, the physician chose not to. The procedure was then completed with good results. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.